Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Pump also received with cracked battery tube threads and cracked case behind the pump at the corner of the belt clip rails. (B)(4).

Event description:
It was reported that the insulin pump had crack at back of insulin pump. The customer¿s blood glucose level was 11.9 mmol/l at the time of the incident. Customer stated insulin pump was exposed to moisture. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.